Event description:
Event description guidant received information that the technical services representative received a phone call from a family member of this patient, reporting that the patient has died as the result of driving, passing out and hitting a tree. The autopsy revealed the patient died of crushed ribs. No heart problem was found. The patient was cremated.